Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It was noted that the customer was using a non-olympus (wrong) tubing. It was recommended to use olympus tubing for a more accurate flow. The most probable cause of the complaint is unintended use error caused or contributed to event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had a low flow rate. The issue occurred during an endoscopic therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a low flow rate. The issue occurred during an endoscopic therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.